Event description:
Reportedly, they had two surgeons with two separate machines get "shocked" about two weeks ago both surgeons had energy travel up their arms and in to their chest. This report is specific for one surgeon who claims to have had to be taken out of the or for several minutes, had temporary memory loss, and sternum pain for several days following the case.